Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: assistant director. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported via medwatch 3500a, during an unspecified procedure in which an unknown cook rosen wire guide was used, the patient developed a pericardial effusion. Reportedly, the physician suspected that the perforation occurred when the wire entered the right atrial appendage prior to cannulation of the superior vena cava, rather than being caused by an unknown catheter. An echocardiogram confirmed that the effusion was stable and non-progressive. No medical or surgical interventions were required. The patient reportedly left the procedure room in stable condition, with a full recovery expected.